Manufacturer narrative:
A customer reported that their AED will not power on and it is flashing red asi and chirping. The customer stated that while inspecting the AED for monthly check, the AED would power on. The asi is flashing red and alerting with distortion sound but not providing a service code or warnings. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer stated that while inspecting the AED for monthly check, the AED would power on. The asi is flashing red and alerting with distortion sound but not providing a service code or warnings. They reported that this did not occur during patient use.